Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient expired due vt cardiac arrest. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported arrhythmia and patient outcome cannot be conclusively determined. It was reported via patient outcome that the patient expired due to ventricular tachycardia cardia arrest. No additional information was provided. The device was not returned for evaluation. Multiple requests for additional information, including the device return status, were sent to the customer; however, no response has been received at this time. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia and death as adverse events that may be associated with the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.